Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received and the device not being returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon tried using 112710, lot 120087 impactor shaft to insert and remove a trial shell. This instrument had damaged threads so he was not able to properly assess the reamed acetabulum like he normally would.

Event description:
Surgeon tried using 112710, lot 120087 impactor shaft to insert and remove a trial shell. This instrument had damaged threads so he was not able to properly assess the reamed acetabulum like he normally would.